Event description:
Patient allegedly received an implant on (B)(6) 2014 via right common femoral vein due to deep vein thrombosis and pulmonary embolism prophylaxis (per the implant operative report). Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿ivc filter evaluation is suggested for protrusion of struts as described. There is also mild tilt of the filter and one fractured strut is situated within the left renal vein.¿